Event description:
The patient was implanted with a left ventricular assist device. A user facility report was received from the (B)(6) that stated: ldh highly elevated. Pump flows increased. Pt in acute liver failure with sepsis syndrome, hit, and dic. Pump thrombus suspected. On (B)(6) family requested palliative care. On (B)(6) 2014, no vad flow and pump stopped. All support withdrawn and pt expired.

Manufacturer narrative:
(B)(4). Additional information: on (B)(4) 2014 the manufacturer had received an event report of hemolysis with increased ldh levels with a pump exchange. The subsequent patient death had not been reported. Please refer to MFR# 2916596-2015-00030. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed.